Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Noise was noted on ECG. Externalized conductors were observed on a riata lead. The lead capped and replaced. The patient was stable post-procedure.